Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Event description:
Customer called to report the insulin pump had a blank display. Blood glucose reading was 205 mg/dl. The customer stated the insulin pump was turning on and off without user input. Troubleshooting was performed. The display returned when a battery was inserted into the insulin pump. Advised that the insulin pump will be replaced. Nothing further reported.